Event description:
It was reported that the insulin pump alarmed no delivery, which was resolved by a complete infusion set, reservoir and insulin change. The customer's husband did not know the blood glucose reading. The customer declined to return the infusion set and reservoir for analysis, as they had been discarded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.